Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 185mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Unable to confirm the motor error alarm. The motor passed the motor test. The device was received with cracked reservoir tube lip.